Event description:
Reporter alleged blood glucose measured 570mg/dl at 9 am and then 540mg/dl at 11 am, so customer called the dr who advised him to go to the emergency room (ER). It was stated customer arrived at the ER at 1:50 pm, where a lab test then measured glucose to be 140mg/dl. Reporter stated, customer was treated with an IV, contents unk. It was also reported customer had seen a result of 672 mg/dl the previous week which is a value outside the reading range of the device. It was stated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.